Event description:
It was reported that a patient underwent a colporrhaphy anterior and posterior procedure with transvaginal tape and placement of mesh on (B)(6) 2011 and suture was used. During repair of this cystocele, the tip of the needle broke off. The surgeon was able to retrieve the largest part of the needle but it was believed there was a 2mm tip that was not located. Every effort was made to find the tip but all were unsuccessful. X-rays were not taken because the surgeon opined that the tip was so small it would not show up on films. The patient did well with the procedure and was sent for recovery.

Manufacturer narrative:
(B)(6), conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.